Manufacturer narrative:
The lead was capped off inside the pt, therefore, it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that lead was capped because the lead was not able to sense p-waves or capture at maximum output in either bipolar or unipolar. The lead was attempted to be repositioned, but the physician could not dislodge the lead from the location. So he decided to cap the lead and implant a new lead. The lead was actively implanted for approx 6 months.